Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the manufacturer's programming history database, it was found that the pt presented settings different than what was intended during implant on (B)(6) 2005. The settings occurred due to a faulted systems diagnostic test on (B)(6) 2005. An interrogation of the device was performed, and the normal mode current setting was adjusted back to off. The magnet mode current was not corrected. At the next reported office visit (B)(6) 2006, the magnet current was still unchanged. There were no reports of any pt adverse events as a result. On (B)(6) 2005 - interrogate - output current: 0 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 180 minutes; magnet output current: 0 ma, pulse width: 500 usec, on time: 60 seconds. On (B)(6) 2005 - systems diagnostics - fault. On (B)(6) 2005 - interrogate - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2005 - program - output current: 0 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2005 - interrogate - output current: 0 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2006 - interrogate - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 60 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2006 - program - output current: 1.25 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 60 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds.